Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to perform several corrective actions, including disconnecting and reconnecting tubing and delivering boluses. The occlusion alarm recurred multiple times, but ultimately, the customer completed a bolus successfully after loading a new, empty cartridge. Technical support recommended that the customer replace supplies as necessary and resume insulin therapy, with a follow-up for further assistance if needed.